Manufacturer narrative:
One device was returned for analysis. Visual inspection found a detached (dso) downstream occlusion seal. This was determined to be a reportable issue. Functional and visual tests were performed, and the reported issue was duplicated. Review of the event history log (ehl) showed a cassette not attached properly. The cause of the reported issue was a broken battery compartment. The detached (dso) downstream occlusion seal was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The device was returned because the device was returned because the cassette was not properly attached, was damaged, and had a downstream occlusion. Upon physical inspection, downstream occlusion seal was detached, making the file reportable. There was no patient involvement, and no patient injury was reported.